Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that vitrectomy was not working and there was no irrigation or aspiration during the cataract and vitrectomy combination. The surgery completion and replacement details were unknown. There was no information about patient impact.